Event description:
Consumer reported found 3 pen needles that would not allow his tresiba insulin through it during injection. Does not prime the needle. Informed caller proper placement on non patient end lot # unknown at this time. Catalog# unknown at this time - 2nd gen pen needle. Date of event (B)(6) 2025. Sample status discard. Called this consumer a 2nd time got to speak with him at work. He does not have box.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.